Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by that the patient came in to clinic today with his controller alarming (to connect power #2). The controller was not recognizing when power was connected to this port. The patient reported that the port has been loose for about a month now, and last night the port came out of the controller completely. No consequence to patient. No additional information available.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection due to port #2 that was found loose from the controller housing with the o ring gasket still in place but the locknut unattached from the port connector. This allowed the nut to move freely inside the controller housing. After the power up sequence was finished, an alarm was generated: "power disconnect - reconnect power 2".  This alarm indicates that the controller port 2 is not working as intended because the semiconductor diode - (location d9) on the main board printed circuit assembly (pca) had failed. To corroborate this, the unit was opened and the diode was replaced with a known good one; after which the controller performed as intended.  Apparently, this condition was caused by the port #2 locknut that got loose, shortening the diode. The reported event was confirmed. This controller was received with the old software version installed (not smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to evaluate loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.